Event description:
It was reported the aaa case was converted to an aui. This possibility had been discussed with the clinician during case planning, due to very tortuous anatomy. The clinician made no allegation of product deficiency regarding the excluder device and was very pleased with the outcome.